Manufacturer narrative:
A1-a4: patient information not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the system controller was being exchanged and the new system controller on the shelf had a broken connection for the backup battery (ebb).